Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced pacing problems and unstable thresholds. Non-capture documented. The lead was reprogrammed and remains in use. Patient is stable, and no further complications reported.